Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that phaco tip broke within the sleeve during cataract surgery. There was no report of patient harm. Additional information was received from nurse that due to the lack of torsional phacoemulsification, mid-shaft of phaco tip broken with the sleeve during cataract surgery. There was no report of patient harm.

Manufacturer narrative:
One opened phaco tip along with another item in a zip top bag was received. Sample was visually inspected and found to be nonconforming, phaco was observed to be broken at aspiration bypass hole, breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photos show surgery screen with phaco tip in eye. Photos also show phaco tip broken in two parts. Reported issue confirmed from photo. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tips is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the surgery was completed on the same day by replacing another fluidics management system pack.